Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable with connector that was not properly seated. The cable was reseated to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.